Event description:
The patient reported an alarm and insulin squirting out during the manual prime. Troubleshooting revealed a protruded drive support cap. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a protruded/loose drive support disk. The unit had a missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.